Event description:
The customer reported a precharge voltage error. This error will prevent the system from booting. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys and placed parts on order, but no conclusion can be drawn as repair info is not available.